Manufacturer narrative:
Concomitant medical products: product ID: 39565-65,serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was that the pulse generator was irritating the patient's skin. The clinical diagnosis was noted as due to weight loss. Later it was reported that the clinical diagnosis was not applicable. The outcome was resolved without sequelae. Interventions included repositioning. The event resulted in an unscheduled clinic of office visit. Diagnostic methods included an examination which showed that the battery was more prominent. The etiology was noted as related to the device or therapy and not related to the implant procedure. Signs and symptoms included discomfort and skin irritation. Relevant medical history included: spinal pain